Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). Depuy synthes has been informed that the lot number is not available.

Event description:
Tip of electrode fell off during surgery. It took long time to get it out of the shoulder.

Manufacturer narrative:
The complaint device was received and evaluated. Visual observation under magnification revealed that the white ceramic surrounding the distal tip, has a small portion chipped off, confirming the complaint. There was saline residue present in the suction tube, indicating the device had been used. The damage to the active tip is likely to be caused by accidental contact with another hard surface such as another metal instrument during the procedure. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy synthes mitek complaints system revealed no other complaint for this lot of devices that were released to distribution. Depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). Depuy synthes has been informed that the lot number is not available.